Event description:
Pt developed a dime-sized scar on mid-forehead after undergoing "scalp study", according to the risk mgr of the hosp. The study was more accurately described as a sleep study. Pt is african-american employee of the hosp. Has a darker spot on the forehead. Pt did not complain the day of the test, however pt developed a red spot that started to scab in 2 or 3 days. Pt saw dermatolgist and surgeon (dates and info unk) according to the respiratory care svcs dir. Pt had other electrode placed around the scalp, however no other area had a scar.